Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot number h11d23027, h11c23011 and h11c11024 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of a patient who made a mistake/touch contamination and fungal peritonitis in patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the patient reported the following. On an unreported date the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. Treatment was not reported. The patient was recovering and was discharged on (B)(6) 2011. Dianeal therapy was withdrawn on an unreported date. The consumer believed the peritonitis was caused by the patient making a mistake/touch contamination.